Event description:
A report was received that the patient may have undergone a revision procedure for an unknown reason.

Event description:
A report was received that the patient may have undergone a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect devices: reference number: 11193130, product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 17581473; reference number: 11193193, product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 16815092; reference number: 11193225, product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17146042; reference number: 11193263, product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17274405. As the devices involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. No further information can be obtained.

Manufacturer narrative:
No further information is available. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient may have undergone a revision procedure for an unknown reason.